Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported lump under arm due to a leak of silicone, very painful, rupture was confirmed by ultrasound, mammography and CT scan. Patient is very anxious because of recall. Patient still has pain under arm after explantation. The device was explanted and replaced with non-allergan device, right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a very painful lump under arm due to a leak of silicone, and rupture. Patient is very anxious because of recall. Patient still has pain under arm after explantation. The device was explanted and replaced with non-allergan device. Right side.